Manufacturer narrative:
One device was returned for analysis of complaint that a high-pressure alarm was reported on the device. One repair request has been received in the past one year. Review of event log found "high pressure" alarm was recorded in the event log multiple times. The reported problem was confirmed. The root cause of the event was an anomaly in the component (the downstream occlusion sensor). The sensor was replaced. The device passed all functional tests with no problem after the repair was completed.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device gave a high pressure alarm was reported on the device. The event occurred while patient use at patient¿s home. There was no patient harm or adverse event reported.